Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced redness, slight drainage & swelling at the ipg site incision. The issue began less than a week post implant. The physician did not believe the patient's symptoms were related to the scs system.